Event description:
On (B)(6) 2024, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio flex meter was ¿testing in settings mode¿. This complaint was classified based on information obtained by the customer care agent (cca) during the initial call since the reporter could not be reached when the cca attempted to follow up with them to obtain additional information. The reporter was unable and/or unwilling to advise when the alleged issue first began. It is not known what medication, if any, the patient takes to manage their diabetes or if they made any changes to their usual diabetes management regimen in response to the alleged issue. The cca walked the reporter through the correct testing procedure and noted that although the apply sample icon appeared on the subject meter, the reporter was unable to obtain a blood glucose reading as they were ¿not getting enough blood¿ from the patient. The reporter stated that the patient had become ¿unresponsive¿ which they attributed to the patient having ¿extremely low¿ blood sugar. The reporter advised the cca that they were going to terminate the call as they planned to contact the paramedics for assistance; (B)(6) 2024 at approximately 11:30 a.m. No further information was provided with respect to the alleged event. It is not known what treatment, if any, the patient received. At the time of troubleshooting, the cca established that the device was not being used for the first time at the time of the alleged issue occurring. The cca educated the reporter on the correct testing procedure and attempted to walk through a retest; however, the reporter was unable to get a large enough blood sample from the patient to perform a test. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged issue began. The subject device could not be ruled out as a cause or contributor to the event.